Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The manufacturer's evaluation of the returned sample confirms the customer's reported event: a visual inspection was conducted on the turbid red 2.4 millimeter (mm) 45 deg angle slit knife. By measuring with a calibrated caliper, the blade was 2.36 mm. The blade had surgical residue on it. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. Quality engineering has notified the supplier of this complaint. The supplier has acknowledged the complaint and will take appropriate actions as necessary. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that the knife pack was found to be smaller than normal and surgeon had to enlarge the incision in order to insert the lens cartridge during cataract surgery with intraocular lens implantation. Additional information received that there is no patient harm.